Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. The exact cause of the reported event could not be conclusively determined. However, it is assumed that this case presumes that the image was lost because the basis of the video connectors was broken due to the unexpected stress on the video connectors due to the user's handling.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. In the evaluation of olympus trading shanghai limited. (Osh) the following was confirmed, - when the video connector was unplugged from the video system center, a strange noise was generated from inside the video connector. - a part of the electrical board had fallen off inside the video connector. There was no report of patient injury associated with the event.